Event description:
It was reported that the iab was inserted pre-op in the cath lab. After surgery, the patient was taken to ICU. Later that evening, the pump alarmed indicating a balloon rupture. The ap waveform was poor and blood was noticed in the helium tubing. As a result of this, the iab was removed. A replacement iab was not indicated. There were no patient complications.